Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a constant alarm indicating gui checksum error. The ventilator was not in use on a patient at the time the alarm occurred the service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb) and update the software to the latest version. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.